Event description:
Patient had atrial flutter ablation. At the post procedure check there was an alert for atrial impedance out of range. The device measured 53 ohms atrial lead impedance. The impedance was rechecked the atrial impedance and it was back to it's normal range in the 300's. Noted if the measurement was taking at the time of the ablation, it is likely due to the proximity of the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).